Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer support assisted the customer with resetting the pump, as the malfunction code was resettable, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue reoccurred, which they acknowledged and understood.